Event description:
2023-03-22: integrum received and e-mail from a patient informing that axor ii i6566 fell off the abument, the patient fell and hit his head. The responsible cpo has been contacted and a report form has been requested. The unit has not yet been received for investigation.

Event description:
2023-03-22: integrum received an e-mail from a patient informing that axor ii loan unit i6566 fell off the abument, the patient fell and hit his head. The patient reports that the axor ii has fallen off several times, however only once it has resulted in a fall. The responsible cpo was contacted and a report form was requested. Loan unit i6566 was cleaned, functionally tested and released by integrum according to process 2022-07-26. 2023-05-02: unit and report form from cpo received at integrum. Note: initial reporter changed from patient to cpo in section e1-e3 and g2 since initial emdr. 2023-05-15: technical investigation performed of axor ii i6566. The unit arrived to integrum dirty, the user has not cleaned the unit according to instructions. During investigation, the unit passed the gripping test, however the clamps were found visibly worn; indented and damaged. The damages to the clamps indicate that the abutment has not been inserted all the way into the axor when used. The clamps were replaced. Axor ii i6566 has been serviced and now functions according to specifications. A feedback report will be provided to the customer, highlighting the importance of cleaning and donning the axor ii according to the IFU, and that the axor ii should not be used if a stable connection cannot be achieved.